Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 90% stenosed lesion being treated was located in the severly calcified, moderately tortuous proximal to mid right coronary artery (rca). Access was obtained through the femoral artery. The lesion was predilated with a 2.25x20 mm quantum maverick. The physician attempted to place a 2.50x24 mm taxus express2 drug eluting stent, but was unable to cross the lesion, due to calcification. When the stent delivery system was retracted through the guide catheter, the stent hit the tip of the guide catheter and came off inside the coronary artery. The stent was withdrawn form the coronary artery with a gooseneck snare, but caught on the sheath. The right femoral was cut, approx 5cm in length, to remove the stent from the body. The procedure was not completed due to this event. No additional pt complications were reported. Pt status reported as "stable."